Event description:
Client is supplied enteral syringes for use with feeding tube. Client reports some of the silicone ends of the plungers come apart and remain in syringe when plunger removed for feeding. Enteral feeding syringe is not useful with pieces of plunger end in syringe.